Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that basal iq did not automatically suspend insulin delivery. Customer's blood glucose (bg) was in the 60's (mg/dl) as the customer's basal rate settings needed adjustment. Tandem technical support assisted the customer with adjusting the basal iq alerts as they were turned off. Multiple attempts were made to have the customer upload the pump data logs; however, the customer did not respond.